Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen was dark. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.